Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the user facility biomed to double check the batteries to ensure that they are good, reminded him it is the power driver pcba that charges the batteries and if it is the power driver pcba that failed then the device¿s gas delivery engine (gde) will need to be replaced. The carefusion technical support representative provided the user facility biomed with the part number of the gas delivery engine (gde) so that he can order one if needed.

Event description:
The user facility biomed reported that on power up the device's battery status indicator lights up red then dims and the device will not run on battery power. The issue was reported to have occurred during pre use checks and there was no patient involvement.